Event description:
The user facility reported that the device was not closing the wound after a procedure. The zip was removed and the wound required sutures to be used. No other adverse consequences were reported.

Manufacturer narrative:
H3 other text: device not returned.

Event description:
The user facility reported that the device was not closing the wound after a procedure. The zip was removed and the wound required sutures to be used.

Event description:
The user facility reported that the device was not closing the wound after a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.